Manufacturer narrative:
The device was received for evaluation with the aluminum foil peeled. A visual inspection with naked eye identified the sponge fully separated from the cap. The reported condition was verified. The cause of the condition is related to mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from a minicap. This was identified before use. There was no patient involvement. No additional information is available.